Manufacturer narrative:
Additional information: h4, h6, and h11 h4: device manufacture date: on an unspecified date in february 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation as well as retention samples. Visual inspection of the provided photographic samples, blood was observed; however, it is difficult to identify the exact location of the leak. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. The retention samples underwent visual and leak testing and the devices performed according to product specifications. The reported condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood recipient set leaked from a detached filter. This was observed during preparation prior to patient use. The device contained blood products. There was no patient involvement. No additional information is available.